Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. It was reported that the customer had brought the pump into the shower with them prior to the alarm. The customer's blood glucose level was not impacted. Reportedly, there was a temporary delay in clearing the altitude alarm. However, the customer was able to clear the alarm and resume insulin delivery.